Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a possible allergic reaction occurred in response to the cardiac resynchronization therapy-defibrillator (crt-d). No signs or symptoms of infection were noted. Additional information received indicated that allergy testing is pending. The device was removed but not replaced. No further patient complications have been reported as a result of this event.